Manufacturer narrative:
B5: describe event or problem- updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It is reported that visible air occurred. During an atrial fibrillation procedure, a faradrive steerable sheath was selected. During the procedure, when the sheath was inserted and transseptal puncture was performed with a versacross connect, the physician went to aspirate the sheath and kept pulling air in the sheath. The sheath was replaced, and the procedure was completed with a new faradrive sheath. No patient complications were reported. The device is expected to be returned for analysis. It was further confirmed that air was seen in the sheath at the point when the physician went transeptal, pulled the versacross wire and dilator out, then aspirated and saw air. The air was seen in sheath side port and syringe. No air was seen in patient.

Event description:
It is reported that visible air occurred. During an atrial fibrillation procedure, a faradrive steerable sheath was selected. During the procedure, when the sheath was inserted and transseptal puncture was performed with a versacross connect, the physician went to aspirate the sheath and kept pulling air in the sheath. The sheath was replaced, and the procedure was completed with a new faradrive sheath. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.